Event description:
A report was received that the patient had a fever and a lump at the midline incision site. The patient was given oral and intravenous antibiotics due to infection, which the physician believes was procedure related. The patient underwent an explant procedure. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50, serial: (B)(4), description:artisan surgical lead, 50cm model:sc-4316, serial: (B)(4), description: next generation anchor kit-sterile. Explanted ipg and leads will not be returned to bsn as they were discarded by medical facility.